Event description:
Patient reported they are "concerned about their implants. [Is] having a lot of problems, with chest pain, and anxiety out of control [,] has a lack of sensation and there is a lump at the bottom of the implant, and it¿s not smooth". Capsular contracture baker grade unknown is suspected. Has been diagnosed with fibromyalgia which patient didn¿t have before, mental health has gotten worse these two events are not device related. Device remains implanted. This record is for the left side.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.